Manufacturer narrative:
Concomitant products: 100ml baxter bag, ndc 0338-0049-48, lot p350140, exp nov 2017, 0.9% sodium chloride injection; 10ml bd syringe ref 306502, lot 611911c, exp 27 apr 2019, 0.9% sodium chloride; therapy date (B)(6) 2016. The customer¿s report of a cracked female luer could not be confirmed because the expected suspect set model 10014916 was not returned. The concomitant set model mz8003 was returned for investigation. Visual and functional testing revealed a leak and separation at the engagement of the y-site to the tubing of set model mz8003, likely due to insufficient solvent being applied. No cracks were noted. The root cause of the reported cracked female luer was not identified because the suspect set was not returned for investigation.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, ndc (B)(4), lot p350140, exp: nov 2017, 0.9% sodium chloride injection; 10ml bd syringe ref (B)(4), lot 611911c, exp: 27 apr 2019, 0.9% sodium chloride; therapy date: (B)(6) 2016. Concomitant product was received on (B)(6) 2016.

Event description:
The customer reported a cracked female luer during a precedex infusion, dosage and rate not provided. There is no report of leaking and no patient harm.